Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was hole in the shaft. A 1.75mm rotalink plus were selected for a rotational atherectomy treatment procedure. It was noted that there was blood coming out of the part of the burr. They thought that there was a hole in the shaft. They took the device out successfully and completed the procedure with another with same device with no complication.